Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect clinical code - sore throat

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced a wearable failure where the sensor had failed during the warm-up. At the time, the patient reported vomiting, vomiting blood, feeling sick, and dka. The patient managed to check the bg meter reading at 500 mg/dl. The sensor was removed at this point. The patient's fiancé called 911 while the patient was still experiencing the symptoms, and no treatments were given at this moment. When the paramedics came, they checked the bg meter, but the pt could not recall the values. At the time, the patient was still vomiting. They did not administer any medication and brought the patient immediately to the hospital. At the hospital, the bg meter was checked again, but the pt was unable to recall the exact values. The patient could not remember the medications given and the testing done, but he said they probably did some bloodwork to diagnose dka. The patient was discharged after 3 days with a stable bg reading, but he forgot the exact values. The patient reported feeling fine at the time of the report, although they had a sort of throat ache due to throwing up. The patient did not insert a new sensor after that. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.